Manufacturer narrative:
Upon reviewing the returned device, the complaint could not be confirmed. The retractor was functioning smoothly with no issues even with pressure added during opening. After reaching out to the customer for additional information, it was determined that the retractor was stuck in the position even after being removed from the patient. With some force the retractor was loosened and after cleaning functioned smoothly again. This could indicate a few possible root causes; the device was not assembled properly after cleaning and therefore, misaligned during use, debris ended up in the track of the device and caused it to seize, or extensive sideways pressure was applied while trying to retract open causing it to seize. Based on the evaluation of the returned device, there were no indications that the issue occurred as a result of a defect in the material or workmanship of the device. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or the need for corrective actions, a follow up report will be submitted.

Manufacturer narrative:
There have been 3 additional complaints recorded for a similar occurrence since 2012 with (B)(4) sold of all lots. The evaluation of the returned product is ongoing. A follow up report will be submitted once we have completed the investigation.

Event description:
During a coronary artery bypass graft, the retractor seized up while inside the patient and would not open or close. The patient's ribs had to be pulled open to get the retractor out.